Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the rptr: the spacemaker plus after inflation of the oval balloon dissector, the surgeon noticed that the balloon had ruptured. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury was reported.